Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator was not showing up in pyxis, and an error message stating failed hardware was displayed. The customer reported that this issue impacted their ability to access stored vaccines. They attempted to resolve the issue using the recovery space; however, the refrigerator did not appear in the system. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer failure icon present, but nothing to recover. A field service engineer instructed the customer to use the inventory function to identify which medications were grayed out, helping to determine the failed drawer. The fse confirmed that remote manager was found to have failed. The fse advised customer to manually fail rm by unlocking and locking it, which allowed recovery. Rm was functioning properly. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.